Manufacturer narrative:
This report is submitted on april 25, 2022.

Event description:
Per the clinic, the implant was extruded through the skin due to a skin breakdown at the implant site. It was reported that the patient experienced a skin necrosis which was treated with topical antibiotics (specific date and duration not reported) and subsequently, underwent a skin revision surgery (specific date not reported). However, the issue could not be resolved resulting in the decision to explant the device. The device was explanted on (B)(6) 2022.